Event description:
The affiliate reported that there was leaking at the stopcock level. The system was not closed. The tubing connects are not strong enough and can easily be disconnected. The hospital mentioned that this could cause a serious risk of infection to the patient because the csf measurements may be incorrect.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
On 4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Leaking at the stopcock level. The system was not closed anymore. The hospital mentions that it can cause serious infection risk to the patient and the csf measurement cannot be correct. The tubing connections are not strong enough. The tubes can be easily disconnected. Image attached. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.